Event description:
There was no patient involved in this event. The device malfunctioned as the device was switching on automatically.

Manufacturer narrative:
Routine testing confirmed that this device was installed by the customer in (B)(6) 2009 and performed to specification up to (B)(6) 2010. The device records multiple manual power ups of under 1 minute duration on (B)(6) 2010. This may indicate the user was power cycling the device. The device records self-tests, alongside random manual power ons, between (B)(6) 2010 and the last log entry on (B)(6) 2015. An increase in voltage during this time suggests a further pad-pak was installed. The investigation was unable to replicate or find conclusive evidence of the reported fault. Previous experience has shown faults of the reported nature can be attributed to membrane failure. There were no ten minute manual power ups recorded, it is therefore assumed the customer returned the device in response to field safety corrective action, despite not observing the reported fault. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.